Event description:
Return reason: the customer reported the catheter had a problem of cardiac output measurement impossible. Analysis determined: investigation found that the thermistor wire became detached from wire leads within the thermistor casing causing an unstable reading. No mfg defects were found. Unit was used in vivo. This was not determined until analysis was completed. Corrective action taken: no corrective action is necessary at this time because each thermistor is 100% visually inspected and 100% continuity tested together with temperature reading verifications within a 37 degree c with bath. Inspection processes have been updated and are continually reviewed for improvements. Bbnj is currently investigating possible causes into this failure type. Both the frequency and severity of this type of incident will be closely monitored to determined if further remedial action is necessary.